Event description:
It was reported that when the surgeon impacted the strike plate on the back of the cup inserter, it broke off. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there are minor signs of use in the form of cosmetic scratches and scuffs along the curved shaft. The impact plate weld fractured and all piece(s) were returned. There is weldment remaining on both the handle and the impact plate at the point of fracture. No other damage noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.